Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone, the customer was having issues with the insulin pump. Customer was attempting to enter his blood glucose level and the numbers kept scrolling. Customer later attempted to replace the battery and the device alarmed battery out limit and while attempting to clear that alarm it alarmed again button error. Customer's blood glucose was 130 mg/dl. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer spouse agreed to return the device and mentioned the customer's current blood glucose was over 500 mg/dl. Customer's spouse stated the customer declined troubleshooting for high blood glucose. Customer's blood glucose was then 473 mg/dl and advised to call paramedics if issues persisted. Customer's spouse stated they would see the customer's doctor the following day.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unable to perform functional testing due to unresponsive buttons. No unexpected numbers ramping or scrolling during or testing. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.